Event description:
Per the clinic, the patient experienced a skin flap breakdown, exposing the receiver/ stimulator. An explant is planned but it is unknown if the surgery has taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.